Event description:
It was reported that a device was used during a colectomy. The surgeon fired the device to create the rectosigmoidostomy. After firing the instrument, the surgeon and assistant tested for air leaks. They discovered there was a posterior leak. Another device was used with the same results on the anterior portion of the anastomosis. Case was completed with hand suture. There were no consequences to the patient.